Manufacturer narrative:
Corrected: g1 - contact office establishment name. Corrected: d3 - mfg establishment name, manufacturing plant address 1, city and zip code corrected: e1 - initial reporter region state. One device was returned for analysis. Visual inspection found a separated(dso) downstream/upstream occlusion seals. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a latch/lock flex sensor. The latch/lock flex sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not detecting the lock. There was no patient involvement. The issue was discovered during testing.